Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during docking in a laser assisted cataract procedure, the gantry delivery system kept moving down when the joystick was released. The reporter indicated the case was completed successfully and no patient harm was reported.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The company service representative examined the system and found an internal spring failure for the ¿z¿ axis in the joystick. The joystick and cable were replaced. The system was then tested and met all product specifications. The cable assembly and joystick assembly were received and a visual assessment of the returned samples showed no issues. The samples were installed into a calibrated lensx hotbed and the reported event was confirmed. It was found that the internal spring did not have tension to pull the knob back into normal position. The root cause of the reported event can be attributed to a nonconforming cable assembly and joystick assembly internal spring.